Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the patient's onetouch ultra meter read inaccurately high, inaccurately erratic and inaccurate result. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2016 at 12:00pm. The reporter stated that the patient obtained the results of " 422, 346 and 317 mg/dl" using the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The reporter stated that the patient also compared these results to the result of "125 mg/dl" obtained using another device. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The reporter also stated that the patient compared the results from the subject meter to feelings/normal results. The reporter was unable/unwilling to state how the patient manages her diabetes or if the patient made any changes to her usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "sweating and loss of memory" after the alleged product issue began (date/time not provided). The reporter stated that the patient received treatment; however the treatment details and date/time are not known. At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claimed that the patient developed the symptom of "sweating" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.